Event description:
On (B)(6) 2010, pt reported a hypoglycemic event which required assistance of paramedics. Blood glucose registered at 70 mg/dl, and target blood glucose is 150-200 mg/dl. Pt was treated with orange juice and was not transported to hospital. Pt reported he would not have been able to treat himself during this event. Pt had been experiencing ongoing hypoglycemia. Pt reported basal rate displayed 4.4 units per hour and "should be something close to 2.0 units per hour." Infusion set is changed every 4-5 days. Pt was advised on manufacturer recommendation for infusion set. Pt reported he primes infusion tubing until insulin flows from end, and he then boluses 4 units to fill the cannula space. Pt was advised on correct amount (0.5 units) to fill infusion cannula. Time was 2 hours off and this was adjusted during troubleshooting call. Infusion device was not dropped or exposed to water. Pt has had medication changes due to new illnesses. Pt was advised to switch to alternative method of insulin delivery until his insulin parameters could be reviewed with physician and clinical specialist. Follow-up was provided. Clinical specialist met with pt and will be assisting with adjustments to insulin parameters. No product was requested for eval.

Manufacturer narrative:
Method, results - no product will be returned for eval.